Event description:
Boston scientific received information that the patient with this device of unknown serial number, expired for unknown reasons. The following physician communicated uncertainty regarding product involvement, as there were previous reports of ventricular fibrillation (vf) undersensing. Boston scientific continues to seek additional information.

Manufacturer narrative:
Subsequent information confirmed an incorrect model initially reported. This event has been updated with the correct product model and serial number and a previous case identified. See report number 2124215-2011-03194 for details.

Event description:
--

Manufacturer narrative:
If new details are received, a follow-up report will be submitted.